Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty printed circuit board (patient board set). No image was observed when the device was tested with olympus series 180 scopes.

Event description:
A user facility reported to olympus that the cv-190 would not display images on some scopes. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that, based on the results of the device evaluation, it is inferred that an image of the 180 series endoscopes is not displayed due to a failure of the synchronization circuit of the patient board.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The intended procedure was completed without a delay, using a different device.